Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of urinary tract infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe has been discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of urinary tract infection, deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that patient was injected in malar region and chin with juvéderm® volux¿, juvéderm® volift¿ with lidocaine, juvéderm® voluma¿ with lidocaine, and juvéderm® volite¿ with a total of 6ml. Fifteen days later, patient experienced diarrhea (deemed not related to the device), followed by facial pain, edema with temperature increase (deemed not related to the device). Patient was treated with predsin 40mg a day. Symptoms resolved in 3 days and treatment was stopped. Ten days later, patient developed a urinary tract infection, deemed not related to the device. Patient was treated with cephadroxil. Patient developed persistent intermittent transient edema in malar region. Patient was treated with corticosteroids every 12 hours for 3 days. 10 days later, symptoms resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2021-03273 (allergan complaint #: (B)(4)), MDR ID# 3005113652-2021-03274 (allergan complaint #: (B)(4)), and MDR ID# 3005113652-2021-03276 (allergan complaint #: (B)(4)). This MDR is being submitted for the suspect product, juvéderm® volux¿.